Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they had air bubbles in their reservoir. The customer reported noting a large air bubble while they were filling the reservoir. The customer reported pushing the insulin back into the vial, which created a lot of air bubbles. The customer was able to rewind the insulin pump and apply a new infusion set at the end of the call. The customer's blood glucose was unknown. The reservoir will not be returned for analysis.